Event description:
It was reported that during the implant procedure, the guidewire appeared to perforate the coronary sinus. In an attempt to get into a lateral vein, it took a strange way, apparently not following the coronary venous anatomy. The patient experienced hypotension and dizziness. The procedure was then stopped and pericardial effusion was confirmed via echocardiography. The patient recovered after drugs administration and high rate pacing via the implanted pacemaker. Cardiac surgery was not required, the patient was admitted at the ICU to monitor and has completely recovered. The guidewire was attempted and not use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).